Event description:
Additional information was provided that the pocket was opened and the set screws were re-attached. It was noted that the lead and device were functioning normally, and it appeared to have been a set screw issue. The procedure was completed without complications.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited high, out of range shock impedances of greater than 125 ohms on all 3 shocking vectors. It was noted that an x-ray did not reveal any abnormalities. Technical services (ts) discussed the possibility of a loose connection or lead fracture. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available the event will be updated.